Event description:
During an implantation attempt on the subject device, a ventricular lead connection issue was reported by the physician. Reportedly, after tightening the ventricular set-screw, the lead could be removed by the pull test. Another pacemaker was implanted instead.

Manufacturer narrative:
On (B)(4) 2013. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.